Event description:
It was reported that during placement of the vascular system the deployment mechanism of the delivery system got blocked when the stent was being partially released 1 - 2 cm. The delivery system with the partially released stent was removed entirely without incident. Another stent was used to complete the procedure successfully. No pt injury was reported.

Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.